Event description:
The hcp reported the pt had never had spasticity or pain relief. The pump was explanted and replaced after an implant duration of 86 months due to MFR's recall. The hcp reported "cap came off during removal of pump." A follow up report will be sent when add'l info is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.